Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their device would not charge. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the manufacturer representative could not connect to the implantable neurostimulator (ins) with their clinician programmer, and the patient programmer could not connect either. The manufacturer representative started a prm session with the patient and would clear the por once the patient was out of od. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported poor communication. The patient reported that his neurostimulator (ins) wasn¿t able to charge. The patient reported that when he tried to use his recharger to charge the ins, the recharger wasn¿t recognizing that there is anything there because he was getting the reposition antenna screen. The patient reported that he couldn¿t use or charge his in. The patient reported that he noticed this issue on 2018 (B)(6). The patient reported that he called on 2018 (B)(6) and was told to lay on the machine and try to charge it that way, but nothing had helped. The patient reported that the last time he was able to successfully charge was about 5 and a half weeks ago, 2018 (B)(6). The patient reported that he didn¿t charge because he was on vacation and couldn¿t charge the recharger to charge the ins. The patient reported that the recharger died on 2018 (B)(6) while on vacation. The patient reported that he was able to charge the recharger when he got back from vacation. The patient thought the ins may have gone into overdischarge. The patient reported that he already tried connecting the patient programmer (pp) with the ins and the pp wouldn¿t connect with the ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. Patient stated the previously reported issue of his stimulator not charging (possible od reported) was resolved at the healthcare provider office today (B)(6) 2018. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-sep-19. The patient indicated that their spinal stimulator will not charge. They called multiple times and are desperately trying to get in touch with a manufacture representative (rep). They have left messages, called multiple times, and need help as soon as possible. No further complications were reported/are anticipated.